Event description:
Same case as MDR ID # 2134265-2013-01951, 2134265-2013-01952. It was reported that during a percutaneous coronary intervention the motor drive failed to pullback. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending coronary artery. An atlantis sr pro² intravascular catheter was used to diagnose the lesion. During the procedure, autopullback was functioning well then suddenly stopped. After reboot, a connection error occurred. After rebooting several times, the system and the mdu were able to function without any problem. The procedure was completed with the same device. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by MFR: the product was received in good condition with no visible external damage or defects observed. The mdu was tested for functionality and was found to meet specification. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).